Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of critical pump error, damage and moisture damage on the insulin pump. The customer's blood glucose reading was 4.5 mmol/l. The customer went swimming prior to the alarm. "Critical pump error" displayed on the screen. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind due to moisture damage on the electronic assembly. Moisture damage was also found on the motor, vibrator, keypad flex tail and battery tube noted. No moisture damage was found on the keypad traces or keypad domes during our visual inspection. Unable to perform the self-test, sleep current measurement, active current measurement, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump no motor movement alarm. No critical pump error open book during testing. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, cracked battery tube threads and minor scratched lcd window.